Event description:
The customer contact reported that while operating on battery power, the pump powered off by itself with an inadequate response time following an alarm condition. At an unspecified time, unspecified lines of the device were programmed to deliver milrinone 20mg/100ml at a rate of 0.3mcg/kg/min, vasopressin 1 unit/ml at a rate of 4ml/hr, and an unspecified IV solution. No further programming parameters were provided. After an unspecified length of time, the device was unplugged from ac power to transport the reportedly unstable pt from the operating room (or) to the intensive care unit (ICU). The customer contact reported that within 5 minutes, the device alarmed for an unspecified alarm and "was not able to reset, device not infusing, and after 1 minute, displayed 'pump failure' and shut down." There were no reported adverse pt effects. The customer contact reported the pt had an unspecified mechanical assistance device in place. The device was removed from clinical service. During testing at the user facility, when the device was unplugged from ac power, the pump alarmed for sc0080 (+14 volt system error). Multiple unsuccessful attempts have been made to obtain add'l info including if medical interventions were required, specific details regarding the pt's mechanical assistance device and if therapy was resumed using a replacement device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4)